Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
It was reported that at receipt at the user facility a foreign particle was found in the sterile packaging of the instruments battery. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that at receipt at the user facility a foreign particle was found in the sterile packaging of the instruments battery. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.